Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and up buttons response due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was 145 mg/dl at the time of incident. The insulin pump will not be returned for analysis.